Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-04543. It was reported that the patient was admitted to the hospital on (B)(6) 2019 due to pneumonia and kidney failure. As a result, the patient's trial leads were removed.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.